Event description:
While performing a transurethral resection of prostate the continuous flow resectoscope was being used. The ceramic tip on the end of the scope broke off inside the pt's bladder. The pieces were retrieved without any injury to the pt.